Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the burr did not fit inside the hand piece and that the o-ring fell off, was confirmed. It was found that o-rings were missing from the device. The missing o-rings were replaced, a preventive maintenance was performed, and the device was tested and found to be working according to specifications. User mishandling of the device is the most probable root cause of the missing o-rings. This would have caused the burr to not fit inside the hand piece. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported that this was an arcr (arthroscopic rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. Preoperatively the nurse connected the handpiece to a barr, but they did not fit properly. When she disconnected the handpiece, the o-ring came off the unit. The procedure was completed with a replacement without surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. Additional information reported by the affiliate stated the device will be returned for evaluation.